Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving dilaudid (hydromorphone) with unknown concentration at dose of 2.4 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was feeling like the pump was not working or like they were not getting pain medicine. It was mentioned  it has been this way for a couple days now. The issue was not resolved through troubleshooting.